Manufacturer narrative:
(B)(4). The reported complaint of misfire/jam - staples not releasing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. Additionally, the saddle spring was observed to be slightly crooked. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73c2400176 the staplers were functionally inspected (fired) and issue reported "misfire/jam - staples not releasing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury.